Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, pain and hospitalization. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for repair of a ventral hernia with the implant of bard/davol ventralight st on or about (B)(6) 2017. It is alleged that on or about (B)(6) 2019, the patient underwent an additional operation to repair the defective mesh and to implant a bard/davol ventralight st mesh. As a result, the patient was injured severely and permanently. Attorney also alleges that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.